Event description:
It was reported that there was an intermittent loss of l-r swap, cart mode and save functions on the mainframe of the 9600+ sys . There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the communications pcb. The sys was tested and found to be working as intended and placed back into svc.